Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred at the beginning of a hemodialysis (hd) treatment. The blood leak was visually observed in the arterial hansen port and line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used, as it was deemed unnecessary. There was no physical damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 to 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. There was blood noted throughout the dialyzer, including on the outside of the fibers and pooled in the bell housing on both ends. No visual indications of damage or irregularities were found on the device. A bubble point leak test was performed on the returned sample. No leaks were detected, possibly due to the coagulated blood within the device. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment flush with the polyurethane was found on the non-cavity ID end at approximately 320°, with the dialysate ports situated at 0°. An opposing end was not identified. Further examination of the sample did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred at the beginning of a hemodialysis (hd) treatment. The blood leak was visually observed in the arterial hansen port and line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used, as it was deemed unnecessary. There was no physical damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 to 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be sent back for manufacturer evaluation.